Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Dentsply sirona became aware of a serious injury with an implant due to a malfunction of abutment that occurred while using the xive implant system. This report is for the dental implant device. The dental abutment device report was submitted under MFR report # (B)(4). Product return is requested and product will

Event description:
It was reported that a patient experienced a dental implant fracture.